Event description:
Per the clinic, the patient experienced intermittencies with device use; the issue could not be resolved. The device was explanted (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.the device is unavailable for analysis as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
This report is filed on 31 mar 2014.